Manufacturer narrative:
Device received with blank display due to broken off battery tube spring. The battery tube spring was placed back in position and then the device was able to powered up properly after installing the test battery. Device was also able to passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level of 400 mg/dl. Customer stated that he experienced continuously vomiting and even cough up dried blood. He was rushed to the emergency room and stayed in the hospital for 5 days. Customer was treated with insulin drip at the hospital. Drive support cap was normal. Customer was on anti nausea medication. Customer declined to test insulin pump. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.